Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a decrease in therapy following implant; the catheter was replaced. The patient continued to have ineffective therapy and subsequently had the pump and a second catheter replaced. The drug used in the pump was morphine. See manufacturer's report #: 2182207-2007-01891.